Event description:
The customer reported the system was displaying strange images on the screen and not getting the actual images on the workstation. The system always seems to be showing the same image.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.